Manufacturer narrative:
Reported complaint, which corresponds to user advisory 2 (compression tracking error), was verified; archive file contained the user advisory 2 message. A load cell was found to be defective, which was replaced. The top cover, bottom enclosure, front enclosure and battery lock were damaged. A load plate shoulder screw and some housing screws were missing. Missing/damaged parts were replaced. Platform passed functional test. No adverse event reported.

Event description:
Customer reported that the platform states "reposition patient and check life band". No adverse event reported.